Manufacturer narrative:
The cartridge associated with the event has not been received for evaluation. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. A review of the complaint database revealed no other similar reports for this lot number.

Event description:
A report was received on 14 apr 2018 regarding a broken luer during a standard in-center hemodialysis treatment (B)(6) 2018. The nurse reported that while disconnecting the venous line from the lumen of the patient's hemodialysis catheter, the end of the connection snapped and was retained in the lumen of the catheter. The lumen was replaced and there was no injury to the patient.